Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 790 mg/dl. Customer experienced symptoms such as migraines, dizziness, nausea. The customer current bg level was 401 mg/dl. The customer was treated with insulin drip and manual injection. Customer was alleging pump was under delivered. The customer stated that the drive support cap appears normal. Troubleshooting was performed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.